Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 460 mg/dl. The customer treated her blood glucose level with a bolus and was feeling good. Her blood glucose level went down to 362 mg/dl. The customer was unable to troubleshoot. The device was not returned.